Manufacturer narrative:
(B)(4). The retained samples have been inspected visually and tested electrically and thermally. Mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. The information provided by the user in the questionnaire seems to indicate that the burn on the gluteus of the child is not at all related to the dispersive electrode as the electrode was placed on the right calf. If the information provided to us was incorrect and the user had placed the electrode on the buttock instead (where the injury was discovered), a user error would be the most plausible cause as the IFU states explicitly: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. Make sure the site will not bear the patient;s weight during surgery or be subject to other pressure, e.g., from a compression stocking. Make sure the site will not be thermally insulated or heated by a warming device during surgery. However, based on the information provided, no conclusion can be drawn.

Event description:
On (B)(6) 2013, a 5 hour bladder exstrophy repair surgery was performed at (B)(6). A martin electrosurgical generator (maximum me402) equipped with a contact quality monitoring system and a monitoring dispersive electrode (model ro21) were used. The patient was positioned in supine position and she was not repositioned. The body and skin type of the patient was described as slim and normal. The skin was not cleaned, not shaven, not disinfected and no ointment has been used. The skin was dried. The electrode was placed on the right calf. The body temperature was managed during surgery with a warming matres "astopad". Dry compresses have been used on top of the electrode. After the procedure redness on gluteal area with some blisters was discovered. The size of the injury was stated to be 25x10cm round area on both gluteus. The wound has been treated with prolonged use of topical agents (creams, ointments). The generator output was set to cut 6 and coag 5. No information was provided on the activation cycle.